Manufacturer narrative:
During the investigation, it was found that the instrument shows quite a few alarms for cell blank measurement. On the day of the event, there were 3 abnormal aspiration alarms, which can be consistent with a contaminated sample probe, and then an incorrect sample pipetting. A field service engineer (fse) replaced the sample probe, and the sample valve was exchanged. The investigation determined that the root cause was due to pre-analytical sample handling and a component failure of the sample valve. Correct pre-analytic sample handling is within the customer's responsibility. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable creatinine plus ver.2 and phosphate (inorganic) ver.2 results from the cobas c 503 analytical unit for three patients. Patient 1's initial creatinine result on (B)(6) 2025 was 4.97 mol/l, accompanied by a data flag. The repeat result on (B)(6) 2025 from another analyzer was 82.2 mol/l. Patient 2's initial creatinine result on (B)(6) 2025 was 3.8 mol/l, and the repeat result was 97.1 mol/l. A second sample was collected, and the initial result was 0.39 mol/l, and the repeat result was 39.1 mol/l. Patient 3's initial phosphorus result on (B)(6) 2025 was 0.058 mmol/l, and the repeat result was 1.24 mmol/l. The repeat results are believed to be correct, as the customer is alleging that the lower results are false.

Manufacturer narrative:
The creatinine plus ver.2 reagent lot number is 900144, and the expiration date was not provided. The reagent lot number and expiration date were not provided for the phosphate (inorganic) ver.2 reagent. The investigation is ongoing.